Event description:
Additional information was received march 7, 2018: the contrast was a hand injected.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the completed investigation results. One used 119 cm 6 fr r2p destination was received for evaluation. The sheath was returned along with the dilator. Visually inspection revealed a kink on the sheath. No anomalies were noted with the returned device. Functional testing was then conducted to identify if the valve was leaking. A specially designated catheter was inserted through the returned sheath valve and slides back and forth through the valve for 20 times. Then the distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was then closed and the air pressure was increased to 4.3 psi. The sheath with the hub side tubing and 3wsc were all submerged under tap water for approximately 30 seconds no air bubbles were observed forming around the hub, sheath, valve or 3wsc. A 6fr dilator for investigational purposes was then inserted into the sheath. This assembly was then again submerged in water. No bubbles were detected after 30 seconds. The dilator was then removed, and the assembly was submerged for a third and final time. No bubbles were observed. To check for damage to the valve, the crosscut valve was dissected from the sheath. The top and bottom side of the valve were inspected under the microscope. There were no anomalies noted with the valve. There is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a sfa (superficial femoral artery) intervention from the right radial, contrast was spraying out of the value of an r2p device when performing angiograms. It even occurred toward the end of the procedure without a wire inside. There was no adverse effect to the patient. The patient was in stable condition. The procedure outcome was successful.